Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited oversensing. The lead was capped and replaced. No further information was available.